Event description:
The customer reported that the device initially worked properly. However, after 30 minutes of use, oozing was seen after sealing on a small arterial vessel (approximately 1 mm in diameter). There was no patient injury. Additional questions regarding the incident have been asked.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.